Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012690, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 18-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012690" . The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012690 was manufactured according to the work instruction (wi) version and manufactured in the multivac 14 on 28-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 5d03609 was assembled according to the wi version 67 and manufactured on 25-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Cannula welding: the lot 5d03582 was assembled according to the wi version 34 and manufactured on 26-apr-2025, with a total of (B)(4) units. The lot 5d03584 was assembled according to the wi version 34 and manufactured on 27-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of connector: the lot 5d03562 was assembled according to the wi version 39 and manufactured on 26-apr-2025, with a total of (B)(4) units. The lot 5d03564 was assembled according to the wi version 39 and manufactured on 26-apr-2025, with a total of (B)(4) units. The lot 5d03565 was assembled according to the wi version 39 and manufactured on 27-apr-2025, with a total of (B)(4) units. The lot 5d03566 was assembled according to the wi version 39 and manufactured on 27-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code idd-pmc11.03 no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose level on (B)(6) 2025. The patient got admitted to emergency medical services and subsequently hospitalized due to high blood glucose level with type 1 diabetes. The patient's current blood glucose level was 298 mg/dl. The patient was treated with manual insulin injection. At the time of this report, the patient was not released from the hospital. No additional information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.